Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) was confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for the failure was isolated to a communication error with an sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.